Event description:
The customer reported erroneous results for estradiol - e2 (estradiol ii) for 24 patient samples. It is unclear if the erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results and patient age. No adverse event occurred. The estradiol ii reagent lot number was 179169. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
Serial number field has been updated. Based on the available data, a specific root cause could not be identified. A general instrument issue seems unlikely, however, a temporary instrument issue cannot be excluded. Pre-analytics cannot be excluded.

Manufacturer narrative:
The customer indicated the cleaning reagent filters were checked and found to be intact. The system was checked by a technical engineer on the day of the incident. No foam or bubbles were observed on the reagent at the time of the incident. The reagent was visually inspected by the customer's application specialist and no physical defect was observed. The customer indicated the reported issue is not occurring any longer.